Event description:
It was reported that the patient had a bladder infection. The infection was found when the patient was in the emergency room (ER) for her back ((B)(6) 2014).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v648672, implanted: (B)(6) 2011, product type: lead. (B)(4).